Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints. The device displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process confirms that 100% functional inspection for leakage is performed during production. Maquet cardiopulmonary ag has initiated an internal process (CAPA-(B)(4)) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that 130 minutes after initiation of ecc, a drop of blood was observed at the gas outlet of the device. After 167 minutes of therapy a total of 2 drops had been observed at the gas outlet. The device was functional in terms of o2 delivery and co2 extraction. No patient effect was reported. (B)(4). Ecc- extracorporeal circulation.